Event description:
It was reported to philips that there were geometry movement problems when pivoting the stand. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The system was in clinical use for a planned/non-emergency treatment. The procedure was completed as planned. A philips field service engineer (fse) inspected the system on-site and could not confirm the reported problem with the geometry. Analysis of log file did not show any errors related to the geometry. As part of troubleshooting, the frontal stand and geometry were checked, and no errors with the system were found. The system performs as intended and was handed over to the customer for operation. The codes were updated based on the investigation outcome.